Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and de novo proximal right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 2.5x 8 and a 3.0 x 12 unspecified balloon catheters. A 4.0 x 18 xience xpedition stent was deployed and then an edge dissection was observed which was covered with another unspecified xience xpedition stent. There was no clinically significant delay in procedure. There was no adverse patient sequela reported. No additional information was provided.